Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements one day post implant. The pocket was reopened and the atrial lead was reinserted into the device header which resolved the out of range measurements. No additional adverse patient effects were reported.